Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes drawer is jammed it will not shut, heard something break was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer slider rails and retractor band were replaced to resolve the issue and verified functionality using the hardware test application (hta) successfully, with no issues observed. During dchu visual inspection: pn 353844-01: the unit was received with the retractor band bent and exhibiting evident physical damage, observed on the flat flex cable as scratches, localized deformation, and black marks consistent with mechanical stress or friction; subsequent microscopic inspection revealed copper strands showing signs of thermal damage. During dchu testing: pn 353844-01: no testing was required as the unit was received with evident physical damage as well as signs of thermal damage in the flat flex cable copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medes drawer is jammed it will not shut, heard something break was determined to be due to a physically damaged with associated thermal damage on the retractor band received, which prevented the station from drawer recovery and proper functioning. Additionally, not all the parts related to this complaint were received for evaluation which prevented a more detailed analysis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer jammed and failed to close. As per part investigation, it was determined that physically damaged with associated thermal damage on the retractor band. There were no adverse events or injuries reported based on this event.